Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with complaints of pain at the driveline site and abdominal pain. The patient denied trauma to the area, denied redness, and denied drainage or pus at the site. A chest x-ray, abdominal ultrasound, and CT of the chest, abdomen, and pelvis was negative for any findings. The pain was relieved with oxycodone. No further information was provided.